Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the following are likely causes of the malfunction: the most probable cause of the complaint was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, the gastrointestinal videoscope displayed no image and exhibited blackouts, and the auxiliary water channel had white residue. There was no patient involvement.